Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset- por message and does not think the ins was working. No recent medical test or emi environmental exposure was noted and no symptoms were reported. Patient was redirected to follow up with their health care professional. No further complication were noted or anticipated.